Event description:
It was reported that a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume. The reporter did not provide specific values for volumes. The reporter was told by the clinician that they generally had been getting out an extra seven to eight milliliters of medication at each refill. This had been going on since the previous summer and appeared to be quite consistent. The patient has had increased spasticity since the previous summer but there was no one event that seemed to occur prior to it happening. It was confirmed the patient did not have any withdrawal type symptoms. The patient was supposed to have had a dye study done last summer and was sent have it done, but ¿apparently they didn't do one but somehow determined that everything was working normally.¿ the device manufacturer representative was planning to be at the next refill to see what they discover and what the health care provider (hcp) has to do. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).